Manufacturer narrative:
Device received with blank display due to corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test, displacement test or verify motor error alarm due to blank display. The motor was tested outside of the device and passed. Device received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address or serial number label, cracked belt clip slot and cracked case reservoir tube window corner.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. The customer stated that the drive support cap appeared normal. The customer stated that their unsure whether they took the insulin pump off when they had a magnetic resonance imaging a week prior to the call. The customer was able to complete pump rewind, however, the alarm history contained more than one motor error within the last 30 days. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer treated with insulin manually and declined troubleshooting. The insulin pump will not be returned for analysis.